Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is inoperable. Upon further investigation, the pacer equipment malfunction error was observed. It was reported that the failure was observed while in use on a patient but no adverse patient impact was reported by the customer.